Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found the rinse water was overfilling into the cells and the detergent nozzle leaked during operation. He replaced the detergent nozzle, nozzle vacuum tubing, detergent check valve, other solenoid valve, and detergent tubing. He also adjusted the gear pump pressure. He ran ise checks and confirmed they passed within specifications. The customer confirmed calibration and qc passed within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 analyzer. One example was an initial result of 155 mmol/l and a repeat result of 132 mmol/l on the same analyzer and another cobas c501 analyzer. The initial result was reported outside of the laboratory. The sample was repeated as the initial result was flagged by the customer lis and was questioned by the doctor. The repeat result was believed correct.